Event description:
The customer called and reported the insulin pump was alarming with a power error. Customer's blood glucose was 13 mmol/l. The alarm occurred multiple times and customer was having issues with battery life, as well. At time of this report, customer's blood glucose was 9.3 mmol/l. Customer did not have time to troubleshoot, but later called back to do so. Her blood glucose was 5.8 mmol/l at the time of follow-up call. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump wsa returned for a low battery alarm and a power error alarm. Detailed trace analysis confirmed the insulin pump alarmed when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump had minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."